Event description:
It was reported that the 4076 "j" stylet does not hold its shape. No patient involvement has been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.